Manufacturer narrative:
Qn (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "unable to get an arterial pressure waveform after the iab was placed. Once the iab was in place, they were unable to get an arterial pressure waveform. They can draw blood back with some difficulty. The physician stated that the patient has severe tortuous anatomy. I explained that the possible reason would be a clotted central lumen, kink to the catheter, transducer set-up is not working or the transducer cable to the pump. Physician decided to remove the balloon and insert another iab in the left femoralartery. The second iab was placed without difficulty and the patient is being supported. They did not save the balloon for return". The second iab catheter was inserted into a different insertion site. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "unable to get an arterial pressure waveform after the iab was placed. Once the iab was in place, they were unable to get an arterial pressure waveform. They can draw blood back with some difficulty. The physician stated that the patient has severe tortuous anatomy. I explained that the possible reason would be a clotted central lumen, kink to the catheter, transducer set-up is not working or the transducer cable to the pump. Physician decided to remove the balloon and insert another iab in the left femoral artery. The second iab was placed without difficulty and the patient is being supported. They did not save the balloon for return". The second iab catheter was inserted into a different insertion site. The patient's current condition is reported as "stable".